Manufacturer narrative:
The geenen pancreatic stent, 5fr or 7fr - 3cm or 5cm, of unknown lot number and rpn involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file (B)(4) covers the off-label prophylactic use of the geenen stent , 5fr or 7fr - 3cm or 5cm, that was used. (Rpn: unknown) as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all geenen pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ where the prophylactic use of the device in this procedure is not a stated use as per the IFU and therefore has not been tested in a clinical setting. This study was to evaluate the feasibility, safety, and efficacy of endoscopic rfa (radio frequency ablation) in the management of ampullary neoplasms with intraductal extension. After rfa, repeat cholangiography or pancreatography was performed to assess response to treatment. Biliary (plastic or metal) stents were placed based on endoscopist preference. Prophylactic 5f or 7f pd stents (length 3 or 5 cm, geenen pd stent; cook endoscopy) were placed routinely. Fourteen patients (mean age, 68_7.3 years; 64%women) who underwent endoscopic rfa treatment for intraductal extension of ampullary adenoma between (B)(6) 2012 and (B)(6) 2015 were identified. Balloon dilation of the distal bile duct or pd (pancreatic duct) to facilitate assessment of the intraductal polyp was performed in 7 patients. Prophylactic pd stent placement was performed in 21 of 23 rfa sessions. Stents were left in place for a median of 3 months (range, 0-8) after the final rfa session. Two patients with persistent intraductal adenoma after 1 and 5 rfa sessions were treated during subsequent ercps with additional apc (n = 1) or photodynamic therapy (n = 1), respectively. One patient who had undergone 1 session of biliary rfa developed recurrent acute pancreatitis attributed to stent-related pd stricture that was treated endoscopically. A definitive root cause can be attributed to the off-label use of the device, when the device is outside it stated intended use in this case prophylactic use of the device it can result in outcomes that were never intended to happen and were never studied. Prophylactic pancreatic duct stent placement was performed in 21 of 23 rfa session with the geenen pancreatic stent, this is regarded as off label use as the device was used prophylactically. According to our clinical adviser, 2 patients who suffered with persistent adenoma after 1 and 5 rfa sessions was not caused by the stent, 2 patients with strictures were due to rfa and not stent related, 3 additional patients with an asymptomatic distal cbd strictures were also due to rfa and not stent related, 1 patient who presented with fever and nausea 4 weeks after biliary rfa with a CT showing an abscess was due to a fully covered metal biliary stent after rfa and not the geenen stent, 1 patient who developed recurrent acute pancreatitis after rfa may have been cause by the geenen stent as it was not clear whether that or the metal stent was at fault. Complaint is based on customer testimony. According to the information reported there was no adverse events. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
'Rustagi et al 2017 ¿radiofrequency ablation for intraductal extension of ampullary neoplasms¿. ¿the aim of this study was to evaluate the feasibility, safety, and efficacy of endoscopic rfa in the management of ampullary neoplasms with intraductal extension. This is a multicenter, retrospective analysis of all patients with ampullary neoplasms with intraductal extension treated with an endoscopic biliary rfa catheter at 3 referral centers between february 2012 and june 2015. After rfa, repeat cholangiography or pancreatography was performed to assess response to treatment. Biliary (plastic or metal) stents were placed based on endoscopist preference. Prophylactic 5f or 7f pd stents (length 3 or 5 cm, geenen pd stent; cook endoscopy) were placed routinely. Fourteen patients (mean age, 68_7.3 years; 64%women) who underwent endoscopic rfa treatment for intraductal extension of ampullary adenoma between february 2012 and june 2015 were identified prophylactic pd stent placement was performed in 21 of 23 rfa sessions stents were left in place for a median of 3 months (range, 0-8) after the final rfa session.¿ this file was created to capture the 20 cases of off label use related to the geenen pancreatic stent, as these stents were placed prophylactically. An additional file has been created to cover the potential of 1 patient suffering acute pancreatitis attributed to a stent-related pd stricture. This paper took placed in the USA and india, therefore files have been created to cover both locations. This file is capturing the u.s..